Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the rv lead had high threshold. The polarity was reprogrammed from bipolar to unipolar and the pulse width was increased. The lead remains in use. No patient complications have been reported as a result of this event.